Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. The customer reported that they had problems with their access/catheter it was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: h6, health effect clinical code.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. The customer reported that they had problems with their access/catheter it was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.